Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance. A review of the recipient's test data indicates impedance issues. Revision surgery will be scheduled.

Manufacturer narrative:
Additional information: section d6b & h6. Advanced bionics considers the investigation into this reportable event as closed. The recipient will not pursue revision surgery at this time. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.